Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was found to have a cap coming off in the packaging. This issue was noticed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added. The device was received for evaluation. A visual inspection with the naked eye noted the pull ring cap was separated from the catheter adapter and loose in the sealed pouch. The reported condition was verified. The cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.